Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the fitting receptacle is leaking. As stated on the repair statement: independent repair center: customer alleged alarming/red light: unit not alarming; unable to duplicate above stated problem and the key failure is the fitting receptacle is leaking.